Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse reported to baxter (B)(4) that after disconnecting from the patient a blood leak occurred at the top of the hemofilter. The hemofilter had been in use since the night before and had been running on low pressures then an alarm occurred and the patient was disconnected. There was not patient involvement since this occurred after the patient was disconnect.